Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated and five ventricular tachycardia (vt) episodes were noted that had successfully been treated by shocks. Additionally, anti tachycardia pacing (atp) had been delivered three times and three instances of rhythm acceleration were identified. Technical services advised confirming that the atp caused the rhythm acceleration. The local area sales representative was contacted for resolution to this issue but they were unable to provide additional detail. Additional information indicated this device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.